Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2012 ohms triggering a lead safety switch (lss). As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. A review of the rv pace impedance trend data shows a steady increase in impedance measurements over the last approximately six (6) months. The healthcare provider (hcp) indicated that the patient has no symptoms and is not dependent on pacing therapy. The hcp inquired with boston scientific technical services (ts) about turning off the impedance alert. Ts provided guidance that this alert cannot be turned off and that a new alert will not be received until the current alert is cleared using a programmer. Then during the programmer interrogation, if desired, the impedance daily measurement can be programmed off. The lead remains in-service. There were no patient symptoms or adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2012 ohms triggering a lead safety switch (lss). As a result, the pacemaker automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. A review of the rv pace impedance trend data shows a steady increase in impedance measurements over the last approximately six (6) months. The healthcare provider (hcp) indicated that the patient has no symptoms and is not dependent on pacing therapy. The hcp inquired with boston scientific technical services (ts) about turning off the impedance alert. Ts provided guidance that this alert cannot be turned off and that a new alert will not be received until the current alert is cleared using a programmer. Then during the programmer interrogation, if desired, the impedance daily measurement can be programmed off. The lead remains in-service. There were no patient symptoms or adverse patient effects. It was subsequently reported that the healthcare provider (hcp) believes this right ventricular (rv) lead is fractured and indicated again that it is exhibiting high out of range pace impedance measurements of greater than 2500 ohms in both the bipolar and unipolar configurations. Boston scientific technical services (ts) indicated that this appears to be a lead fracture. The hcp also noted that this patient is not pace therapy dependent. The lead remains in-service. There were no patient symptoms or adverse patient effects. Additional information was received that in addition to consistently high out of range pace impedance measurements of greater than 2500 ohms, this rv lead also has been exhibiting high threshold measurements and no capture since 2020. The patient was noted to have adequate natural conduction, so no patient complications have been reported. It was also indicated that the lead had been reprogrammed to the unipolar configuration, but this had no effect. As a result, this rv lead was surgically abandoned and replaced. The cause of the impedance issues was not able to be determined using fluoroscopy during the procedure. The new rv lead was noted to exhibit appropriate impedance and threshold measurements. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed based on additional information. It was reported that the healthcare provider (hcp) believes this right ventricular (rv) lead is fractured and indicated again that it is exhibiting high out of range pace impedance measurements of greater than 2500 ohms in both the bipolar and unipolar configurations. Boston scientific technical services (ts) indicated that this appears to be a lead fracture. The hcp also noted that this patient is not pace therapy dependent. The lead remains in-service. There were no patient symptoms or adverse patient effects.